Manufacturer narrative:
A correction has been made on the part number of this item.

Event description:
Total knee arthroplasty was performed 10 yrs ago (date unk). Revision surgery was performed on unk date, due to fracture of femoral component.